Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malf 12. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.